Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, airflow was heard on the device. The ventilator alarmed, through inspection and found that the device had air leaked. The patient required re-intubation, caused secondary injury to the patient.